Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 23mm valve was explanted after an implant duration of approximately 10 months and replaced by a 3300tfx23mm valve due to aortitis syndrome.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. Method: (B)(4) device not returned. Additional manufacturer narrative: on (B)(6) 2012, it was confirmed that the device was explanted due to aortitis syndrome. Customer commented that this explant was not device related. The device was not available for return and evaluation because it was discarded at the hospital. The device history record (DHR) review is in progress.

Manufacturer narrative:
DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. As previously reported, the device was explanted due to "aortitis syndrom." In this case, there was no malfunction of the device and explant was not device related. Conclusion: aortitis syndrom is defined by medical-dictionary.com as "any of a group of disorders leading to occlusion of the arteries arising from the aortic arch. Such occlusion may be caused by atherosclerosis, arterial embolism, syphilitic or tuberculous arteritis, etc." It is further defined by emedicine as "aortitis is literally inflammation of the aorta, and it is representative of a cluster of large-vessel diseases that have various or unknown etiologies. While inflammation can occur in response to any injury, including trauma, the most common known causes are infections or connective tissue disorders. Infections can trigger a noninfectious vasculitis by generating immune complexes or by cross-reactivity. The etiology is important because immunosuppressive therapy, the main treatment for vasculitis, could aggravate an active infectious process." Inflammation of the aorta can cause aortic dilation, resulting in aortic insufficiency. Also, it can cause fibrous thickening and ostial stenosis of major branches, resulting in reduced or absent pulses, low blood pressure in the arms, possibly with central hypertension due to renal artery stenosis. Depending on what other vessels are involved, ocular disturbances, neurological deficits, claudication, and other manifestations of vascular impairment may accompany this disorder. No further information was provided by the hospital regarding the patient.